Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in the needle pierced the catheter. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: cat# bd383511 and cat# bd 383512. A couple of colleagues were having issues with an IV insertion on a patient. When we were trying to remove the needle once IV was in place, it would pierce through the IV catheter, which caused a lot of pain to the patient. This happened with three of our IV's.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in the needle pierced the catheter. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: cat# bd383511 and cat# bd 383512. A couple of colleagues were having issues with an IV insertion on a patient. When we were trying to remove the needle once IV was in place, it would pierce through the IV catheter, which caused a lot of pain to the patient. This happened with three of our IV's.